Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient, pre-operatively diagnosed with parkinson's disease, underwent posterior fusion surgery. Intra-operatively after the spinal correction using trauma device, the doctor might have tightened a reducer too much using a reduction nut driver. During rod reduction, the ring of the reducer broke. As result of which a part came off from the reducer. The broken one was replaced with another one. The product came in contact with the patient. There were no fragments remaining in the patient. No patient complications reported as the result of this event.

Manufacturer narrative:
Product analysis: visual review confirms instrument disassembly. Microscopic examination of the -05 retaining ring identified defor mation, corner material shearing and shear lines near the top right corner ¿ear¿ of the outer diameter surface of the ring. Witness marks and deformation in ring groove and on the ring itself suggest the retaining ring was initially seated in the ring groove. Dimensional examination of the -02 reducer body groove diameter, (into which the -05 retaining ring is seated), as well as the -05 retaining ring material thickness of the ring was found to be within print specification. The od of the -05 retaining ring found to be undersized. The above observations are consistent with manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.